Event description:
Clinical study. Same case as MFR# 6000089-2004-00940, 00941. After a coronary drug eluting stenting treatment procedure, a target vessel reintervention on the left anterior descending (lad) artery, the svg to the lad, and the left circumflex artery. Add'l info has been requested.

Event description:
It was further reported that the pt was enrolled in the trial in 2004. Target lesion 1 was identified in the mid lad just distal to the anastomosis of the svg with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal segment of the svg to lad with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.5 x 12 mm taxus stent. Residual stenosis was 0%. Target lesion 3 was identified in the proximal cx wih 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 3 was treated with predilatation and placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. A small side branch was stented over and occluded. The pt tolerated the procedure well and was discharged the next day on aspirin and plavix. The pt was readmitted 3 mos later with substernal chest pain. The pt was also found to have some pulmonary edema and pt was treated with IV lasix. Cardiac enzymes did not meet guideline criteria for mi with ck of 134 u/l same day and 183 u/l the next day. Echocardiogram the previous day noted global hypokinesis with akinesis of the mid to distal anteroseptal and apical regions, severe hypokinesis of the mid inferior wall, akinesis of the distal inferior wall, and severe hypokinesis of the posterior wall. Cardiac catheterization revealed: lmca -normal, lad (target vessel)-known proximal occlusion; patent stent, lcx (target vessel)-95% instent restenosis, rca-known proximal occlusion, svg to lad (target lesion)-patent stent. The other two vein grafts are known to be occluded. An attempt was made to intervene on the circumflex lesion; however, the pt became hemodynamically unstable. An intraaortic balloon pump was placed and the pt stabilized. Given only marginal flow in the circumflex lesion, and instability of the lesion, it was decided that emergency CABG was the best option. The pt was intubated and sent to the or. Twenty-three days later the pt underwent CABG as follows: svg to lad (anastomosed distal to the lad stent), svg to om. The aortic and mitral valves were also replaced during the procedure. In the opinion of the physician the relationship of the event to the taxus stents is "probable." The pt's postoperative cardiac enzymes met guideline criteria (for post-CABG enzyme elevations) for myocardial infarction. The pt's postoperative course was complicated by respiratory failure, renal failure requiring dialysis, atrial fibrillation/flutter, liver failure, and encephalopathy, the pt remained unresponsive on ventilation support and tpn. The next day, the pt's family elected to withdraw life support and have only comfort care provided. The next day, the pt had no pulse or voluntary respirations for one minute. The pt was pronounced dead at 9:34 am. The immediate cause of death on the death certificate is "multiple organ system failure." No autopsy was performed.